Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that the patient implanted with this pacemaker experienced cardiorespiratory arrest during prostate surgery. The pacemaker had evidence of loss of capture (loc) and pacing inhibition. The patient is pacemaker dependent and as a result experienced less than two seconds of asystole. Afterwards troubleshooting was performed and the device functioned normally with good electrical measurements. The ventricular output was increased, and the device remains in service.